Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a load step malfunction recorded in the black box history. There was a loss of prime warning verified in the black box history. A no cartridge detected alarm was observed during the load step. The rewind and prime steps of the sequence could not be completed due to call service alarms. The force sensor calibration reading was out of specification. The force sensor was observed to be contaminated with a white substance when the pump was removed from the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 03/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: there was a cracked trace on the force sensor flex. (B)(4).